Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4), both extensions, and the lead showed no significant anomalies.

Event description:
It was initially reported that the patient experienced an allergic reaction around her implantable neurostimulator (ins) since implantation. Symptoms were noted as a rash and scabs over the ins site. She used a cortisone cream on the site regularly. It was also noted that the patient had a knee implant in (B)(6) 2011 and had healing issues from that although her physician stated that "everything looked good on x-ray". Subsequent information obtained reported that the patient had the ins system explanted due to the need for her to have a thoracic MRI. It was noted that she had not used the ins therapy in several years. No injuries were reported and the patient outcome was reported as recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Extension: model 748940, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), extension: model 748940, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), programmer 7435, serial# (B)(4), lead: model 3998, lot# v011958, implanted: 2007 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.